Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose value of 499 mg/dl. Customer's other blood glucose value was 396 mg/dl. Customer mentioned that she just feels high and not presenting any elevated ketones. Customer did not provide details regarding symptoms or treatment of their high blood glucose episodes. Customer stated that the infusion set had bent cannula. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the auto mode feature was active on insulin pump at the time of event.